Event description:
It was reported that during a photoselective vaporization procedure of the prostate, the fiber started end firing and not working as it was supposed to, after 34,000 joules of use. The fiber tip was intact. The procedure was completed with a second fiber without clinical consequences to the patient.